Event description:
Physician reported leakage of lap-band system ap. (Size not known). The band serial # is unk and was placed by another surgeon (unk). There is no additional info at this time. Allergan is in process of f/u.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial #. The info has not yet been received by allergan and is not known by the explant surgeon. Based upon the model # provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."